Manufacturer narrative:
Report required by FDA for eua. Relates to c10272, c10273 (3014862188-2023-00006, 7: tests 2, 3 of 3).

Event description:
User reported 3 false positive results. Negative by two follow up rapid antigen tests. This is report 1 of 3. Relates to c10272, c10273 (3014862188-2023-00006, 7: tests 2, 3 of 3).